Manufacturer narrative:
The device was visually examined. There were signs on the first distal hole that the reaming device was used incorrectly which damaged the nail. The same signs are on the second distal hole. This is mainly due to the fact that the surgeon tried to center the nail hole through the plate holes, but by doing so, he seriously damaged the nail. The cerclage goes around the bone and strangles the periosteum, removing any blood supply between the wires and the fracture. The nail destroys the endosteal circulation, so the section of bone in between the cerclage wires and the fracture would have been devitalized. The fracture will not heal until the bone heal revascularizes, which takes a long time. In this situation, the nail supported the full patient load until the final breakage. The incident was caused by fatigue failure which occurred because of an incorrect technique on the part of the surgeon.

Event description:
The patient incurred a subtrochanteric fracture at the proximal end of an existing plate of synthesis from a previous midshaft femoral fracture. In 2007, she underwent intramedullary nailing with a short veronail which was stabilized distally with two screws inserted through the two proximal holes of the existing plate. Additional cerclage at the center of the nail provided more stability. Five months post-op, in five months later, the patient complained of continuous pain during walking with a frame. The nail at the site of the first distal hole was found to be broken. A new surgery was performed on the same month, and the original fracture is now healing well. The event was just reported to orthofix in 2008.